Manufacturer narrative:
The user reported inaccuracies with the eversense 365 system. Based on available data, some variability was observed; however, sensor glucose (sg) and blood glucose (bg) values appeared to align well. The user was informed of the findings and advised to continue using the system. The user was also instructed to enter bg values as calibrations or blood glucose events when differences are observed, to support future evaluations if additional concerns arise. Dms review confirms that the user continues to use the system, with information up to date and calibrations performed as recommended.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.